Event description:
It was reported that (1) device during a laparoscopic colon. It was reported by the affiliate that the lcsc5, used with a h2tuv, had no function. Another device was used to complete the case. There was no consequence to the patient.